Event description:
It was reported, the patient had tmj devices implanted on (B)(6) 2004. The patient complained of pain and swelling. On (B)(6) 2010, a surgical neuroma was removed along with a broken screw. The tip of the screw remained in the patient.

Manufacturer narrative:
We manufacture 7mm & 9mm length screws. The screw returned was broken, and we cannot confirm the original length of the screw. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This is late information received from the (B)(6) study, which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. Mode of failure: mechanical evidence of repeated fluctuating stresses in the screw material is present leading to fatigue and supported by late term revision (+6 years). Cause of failure: material damage on the screw was verified. Mechanical data show a hinge fracture on the screw. This type of material fracture is associated to repeated stresses on the material with increased tension. Over torquing at the time of insertion cannot be ruled out.